Manufacturer narrative:
The customer¿s report of a secondary infusion infusing less than expected was not confirmed. Analysis of the provided device logs shows that around the reported event date and time, a previously programmed secondary infusion was infusing at the rate of 25 ml/hr and its volume to be infused was changed to 100 ml in which approximately an hour later, the device is channeled off and the volume recorded as being infused was 117.859 ml. Visual inspection of the received concomitant sets observed no obvious damages or issues. The event devices were not returned for investigation. Functional testing was performed. Both the received primary set and its attached secondary set were attempted to be reprimed and the sets were hung in a secondary infusion setup with the secondary set attached to a blue dyed fluid filled lab infusion bag. The lab device was programmed to infuse at the observed programmed rates from the device log review of 25 ml/h for the secondary infusion; and 20 ml/h for the primary infusion at one hour each. Each of the infusions completed as expected with no issues observed. The root cause of a secondary infusion infusing less than expected was not identified.

Manufacturer narrative:
Concomitant product(s): a 250ml baxter bag, ndc 0338-0049-02, lot 217042, exp may 18, 0.9% sodium chloride injection. 100ml baxter bag, ndc 0338-0553-18, loty p356832, exp nov 17, 0.9% sodium chloride injection and 3.375 grams per vial piperacillin and tazobactan, ndc 0781-3350-94, lot 6p38t0, exp 09-2019; curos caps; therapy date (B)(6) 2017. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a secondary infusion of tazobactam 3.375 grams /100 ml was hung between 0800 and 0900. The nurse came back later and noticed that less of the secondary had infused than expected. The nurse paused the infusion to check the IV set up and restarted it. The nurse again returned later to find that less fluid had infused than expected. The system was sequestered. A new infusion was started with new devices, primary and secondary sets. There was no report of any patient harm.